Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: a small balloon burst after an hour and a half procedure. The device was use in normal condition and the balloon was inflated in a normal pressure. Procedure time was extended. Pieces of balloon had to be retrieved from the patient.

Manufacturer narrative:
(B)(4).